Event description:
Customer reportedly received results of 434 mg/dl and 124 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.